Event description:
The user stated that they were performing a brain scan of a pt. One of the wireless module batteries was removed from the battery charger and installed in the wireless module. The battery installed in the wireless module did not work so the doctor removed the battery from the module and "tossed it" (user's words) onto a cart. While on the cart, the battery "exploded" (user's words) and emitted a bad smell. There was no reported pt or user injury.

Manufacturer narrative:
(B)(4). The battery date code involved in this event was subject to recall that was conducted by the device MFR beginning in 2008 (B)(4). The user involved in this event was contacted on numberous occasions as part of this recall. Initially, the device MFR was advised by the user that they do not have any of the affected products. After the recall was expanded to include additional consignees, the user was again contacted regarding the recall. The user advised that they possessed (4) affected product. The device MFR sent the user (4) replacement batteries, which were received at the user facility on (B)(6) 2010. Through the recall notification process, the user was asked to properly dispose of the recalled batteries following receipt of the replacements and then complete a disposal form and send the completed form back to the device MFR. When the disposal form had not been received as of (B)(6) 2011, the device MFR called the user and asked about disposal of the batteries. The user claimed that they had disposed of the recalled batteries. After the event outlined in this report occurred, the user provided identifying info for the batteries that the user possessed. The identifiers given were the same that were given during the recall activities. Following this event, the device MFR contacted the user to discuss the incident and the previous battery recall. At that time, the user stated that they never received the (4) replacement batteries that were sent a yr earlier. The user was provided with the shipment tracking info showing the receipt of the batteries at their facility and was asked if they could determine what happened to the replacement batteries. The user reported that their dept did not receive the (4) replacement batteries that were sent by the device MFR, even though the tracking info shows that they were received by the user facility. The device MFR will file a f/u report upon completion of the corrective action. Method: other eval performed. Multiple drop tests were performed across multiple lots of product. Conclusion: no pt involvement.